Event description:
The stent was successfully placed and the physician decided to post-dilate the stent using the balloon of stent delivery (sds). However, when the balloon was inflated, the stent could not be dilated further. The patient is male, age unk. The target lesion was right renal artery. There was moderate calcification and vessel tortuosity. The rate of stenosis and the size of the vessel are unk. It is unk if the lesion is pre-dilated. The product was properly inspected and prepped prior to use. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with the sds. When the sds was properly positioned, the physician deployed the stent. It is unk as to what atmospheres the balloon of the sds was inflated to deploy the stent. After the stent was initially deployed, the physician went back to post-dilate the stent with the balloon of the sds. However, after post-dilation the stent would not expand any further. It is unk as to what atmospheres the balloon was inflated for post-dilation. There is no info as to if another balloon was used to post-dilate the stent. It is noted that the stent was placed safely in the lesion by the end of the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.